Manufacturer narrative:
The actual device is not available for evaluation, however picture sample is available, but investigation is not yet complete.

Event description:
The event involved primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inc. The customer reported that the machine displayed product abnormality, it could not be read and the infusion could not be injected into the patient's body, causing patient discomfort or making condition uncontrollable and requiring an unspecified extension of hospital stay.

Manufacturer narrative:
A photo was returned showing the product in a plastic bag. No damages or anomalies were noted. No samples were returned for investigation. The reported complaint on the 123390488 was unable to be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed. Device history review could not be reviewed due to the unknown lot number.